Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29 in a patient with severe calcification in the aortic annulus, a pre-implant balloon dilation was performed 2 mm below the smallest diameter to avoid annulus rupture. Upon the initial deployment attempt at approximately 4 mm below the valve plane, the first third of the valve was significantly under-expanded ("tulip-shaped"). The valve was recaptured into the delivery catheter system (dcs), and on the third attempt, the valve was implanted and remained at a depth of 4mm. However, the valve remained under-expanded in the initial third after removing the nosecone of the dcs. Due to the narrowed valve outlet, it was observed that the nosecone pulled the valve from one of the posts, despite the nosecone being correctly withdrawn. A dislodgement occurred. The implanting physicians spent approximately two hours trying to "untie" the valve in different ways; however, were unsuccessful, and a second valve was decided to be implanted. When the second valve and dcs were inserted, the first valve dislodged again. It was attempted to raise the valve again with a snare, and then decided to inflate it with a balloon, housing the guidewire securely in the valve plane. The balloon was inflated inside the dislodged valve with the attempt to direct the system to a more favorable orientation. Ultimately, the second valve was successfully implanted. The left access site, which was used as the dcs access site, was neglected due to manipulation, resulting in the 14fr medtronic introducer sheath coming out, necessitating the placement of another 14fr introducer to locate the balloon. Both access sites had 14fr introducers. Following implant, the left access site developed a hematoma, and the access could not be closed by the implanting physician. The patient was referred for surgical treatment for the access site closure and left the catheterization laboratory with low blood pressure requiring medication. The patient subsequently developed shock and died 4 hours later. Per the physician, neither the medtronic dcs nor sheath contributed to the hematoma; however, both valves and both dcs cannot be excluded as contributing factors to the death.

Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0012275343); product type: 0195-heart valves; non-implantable device product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left access site was used for implant. A pre balloon aortic valvuloplasty (bav) was performed. The valve was implanted into the native annulus. The cuspal overlap technique was used. Training guidance for slowly deployment was followed. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during the deployment. Per the physician, the cause of the dislodgement was that the first valve implanted cause the second valve to displace the other. Per the physician, the difficulty closing the femoral access may have impacted the event. Per the physician, there was nothing of note in terms of patient anatomy that contributed to the dislodgment.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29 in a patient with severe calcification in the aortic annulus, a pre-implant balloon dilation was performed 2 mm below the smallest diameter to avoid annulus rupture. Upon the initial deployment attempt at approximately 4 mm below the valve plane, the first third of the valve was significantly under-expanded ("tulip-shaped"). The valve was recaptured into the delivery catheter system (dcs), and on the third attempt, the valve was implanted and remained at a depth of 4mm. However, the valve remained under-expanded in the initial third after removing the nosecone of the dcs. Due to the narrowed valve outlet, it was observed that the nosecone pulled the valve from one of the posts, despite the nosecone being correctly withdrawn. A dislodgement occurred. The implanting physicians spent approximately two hours trying to "untie" the valve in different ways; however, were unsuccessful, and a second valve was decided to be implanted. When the second valve and dcs were inserted, the first valve dislodged again. It was attempted to raise the valve again with a snare, and then decided to inflate it with a balloon, housing the guidewire securely in the valve plane. The balloon was inflated inside the dislodged valve with the attempt to direct the system to a more favorable orientation. Ultimately, the second valve was successfully implanted. The leftaccess site, which was used as the dcs access site, was neglected due to manipulation, resulting in the 14fr medtronic introducer sheath coming out, necessitating the placement of another 14fr introducer to locate the balloon. Both access sites had 14fr introducers. Following implant, the left access site developed a hematoma, and the access could not be closed by the implanting physician. The patient was referred for surgical treatment for the access site closure, and left the catheterization laboratory with low blood pressure requiring medication. The patient subsequently developed shock and died 4 hours later. Per the physician, neither the medtronic dcs nor sheath contributed to the hematoma; however, both valves and both dcs cannot be excluded as contributing factors to the death. Additional information was received indicating that the cause of death was related to the left access site injury which required surgical closure.